Event description:
(B)(4) study. It was reported that myocardial infarction and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented due to unstable angina. Coronary angiography and index procedure were performed. The target lesion was an ostial lesion located in the proximal portion of saphenous vein graft (svg) to 1st obtuse marginal (om) branch with 90% stenosis and was 24 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with direct placement of a 3.50 mm x 28 mm promus element¿ plus stent. Following post-dilatation, residual stenosis was 10%. The target lesion #2 was a de novo lesion located in the distal left circumflex (lcx) with 90% stenosis and was 8 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with pre-dilatation and placement of a 2.25 mm x 12 mm promus element¿ plus stent. Following post-dilatation, residual stenosis was 0%. The target lesion #3 was a de novo lesion located in the left main coronary artery (lmca) with 99% stenosis and was 24 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation and placement of a 2.75 mm x 28 mm promus element¿ plus stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient was hospitalized due to chest pain that was subsequently diagnosed as myocardial infarction (mi). Patient's troponin levels were elevated and electrocardiogram (ECG) revealed normal sinus rhythm, possible left atrial enlargement, inferior infarct and t wave abnormality. Two days from admission, patient's coronary angiography showed 90% isr of the previously placed 3.50 mm x 28 mm promus element¿ plus stent and patent study stents in distal lcx and lmca. The 90% isr of study stent located in proximal portion of svg to 1st om was treated with balloon angioplasty and placement of a 3.5 mm x 24 mm promus drug-eluting stent (des). Following post-dilatation, residual stenosis was 0%. One day post procedure, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).